Event description:
Procedure: 2nd knee revision. Patient originally had lcs duofix femur implanted by dr (B)(6) at (B)(6) in 2007. Lcs duofix femoral component was subsequently revised and replaced with a revision porocoat femur and universal stem. The tibial component and patella were not revised during the first revision. 2nd revision surgery was subsequently performed on (B)(6) 2013 by dr (B)(6) at (B)(6) hospital. The entire construct and all implants were removed and discarded. List of replacement implants are available. Patient initials and gender are provided. No other patient details were collected by the surgeon.

Manufacturer narrative:
The complaint states that the second revision was undertaken on (B)(6) 2013 whereby all parts were removed due to pain. Without further information or return of products the root cause of the complaint cannot be determined. Should further information be available the complaint shall be reopened and investigated further. The complaint will be closed with an undetermined conclusion and monitored through trend analysis. No further actions are identified.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status:a review of manufacturing records and complaints database search did not identify any anomalies.the root cause of the complaint remains unchanged.